Manufacturer narrative:
Product analysis:macroscopic examination confirms probe bent, with probe tip breakage approx. ~10mm from the probe tip end. The broken off portion of the tip is missing and not returned for analysis. Microscopic examination reveals a fairly tortuous fracture surface, consistent with bend stress overload.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Preoperative diagnosis: scoliosis, levels implanted: t2-pelvis it was reported that, the custom dual ended feeler which was used to push through most of the cancelous bone in vertebral body, after considerable usage, had the tip broke off, but tip was recovered. No patient complications were reported as a result of this event.